Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming. Adaptive stimulation was activated.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was loss of adequate paresthesia coverage. The outcome was ongoing. Interventions included explanting and replacing the leads. The event resulted in an unscheduled clinic or office visit. The patient reported not getting good consistent stimulation. X-rays showed that the leads had moved somewhat caudal. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that they were currently doing well with spinal cord stimulator (scs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.